Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. The cause of the reported issue was unknown. No troubleshooting could be performed due to the customer changing out tubing prior to calling tandem technical support. There was no impact to the customer's blood glucose level for this reported event.